Event description:
The customer reported the sys had no fluoro, and the interlocks were open. No pt injury was reported.

Manufacturer narrative:
The service rep troubleshoot the sys. All voltages within normal limits. The rep reseated the boards and connections. The rep could only reproduce error if I pressed the fast stop button. Sys operating as intended.